Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had experienced poor refractive outcome with the post operative manifest refractive spherical equivalent treatment values were more than two diopters in the left eye after refractive surgery . There are multiple related reports for this facility. This report addresses the patient by, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all initialization steps. The logfile shows eight successfully performed treatments on that day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of the patient¿s left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications per service and installation record. No root cause for the customer's reported event could be determined conclusively; however, no indication of a device-related issue was identified, and it is therefore concluded that the device met specifications. The manufacturer internal reference number is: (B)(4).